Event description:
It was reported that the patient experienced an overdose. The patient's pump was reprogrammed the day of the report and the patient was later found at home unconscious and unresponsive. The reporter also mentioned respiratory failure. The 911 was called and the patient was brought to the emergency room (ER) and then transferred to the intensive care unit (ICU). The reporter stated that there was a bandage over the middle of the pump and what appeared to be a fresh needle stick so it was likely that the pump was refilled earlier in that day as well. It was indicated that the patient may have received three times his normal dose, but was not confirmed as the pump logs had not been read. The reporter inquired as to how to turn the pump off; however, no programmer was available to do so. The device system was used to deliver prialt (ziconotide) and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the event was due to an error in programming a bridge bolus when the primary medication was switched. Additional symptom included respiratory distress. The patient was hospitalized and intubated overnight. The patient outcome was reported as no injury, no adverse outcome, and serious life threatening injury/illness but recovered without sequelae.

Manufacturer narrative:
(B)(4).